Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. The customer's blood glucose levels exceeding normal limits. No specific value for the blood glucose reading was provided. Customer managed the high bg level by administering a correction injection using multiple daily injections. Customer changed cartridge and infusion set to address the issue.